Event description:
The patient was implanted with a right ventricular assist device. Approximately 5 days post-implant, the vad coordinator reported that the driver stopped running while supporting the patient and switching battery sources. The driver was replaced with a back up driver. It was also reported that the patient noticed that the suspect driver was louder than the one that replaced it.

Manufacturer narrative:
The patient remains on vad support with no further issues reported. The device was returned to the manufacturer for analysis and is currently in process. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.